Event description:
It was reported that the patient underwent a total knee arthroplasty procedure utilizing zimmer patient specific instruments guides. After the cuts were made a notch in the anterior cut of the femur was detected as well as extension of the femoral distal cut. The surgeon switched to traditional instrumentation to finalize the surgery. This resulted in a delay during surgery of 45 min.

Manufacturer narrative:
A review of the internal documentation did not show an anomaly or deviation. A cause for this specific clinical event cannot be ascertained from the information provided. Should additional information become available that changes this assessment, an amended medical device report will be filed.